Manufacturer narrative:
Olympus evaluated the device to find out the tip of the subject device was missing for approximately 50 mm. The transparent portion in the distal end was supposed to be dislodged. The remaining portion was deformed and stretched for the length. The subject device was found stretched for 73 mm. The distal end of the sheath was cut where separate materials were glued, and it appeared as if it were sliced. An oscillator unit remained inside the sheath, and was not damaged. The sheath was deformed and the portion connecting the distal and proximal part of the insertion section was found thinner. In addition, the tube was deformed and altered into a bellows-like shape. There were many axial scratches in axial direction on the outer surface of the sheath's distal end. Though, the exact cause could not be conclusively determined based on the analysis above, it is possible that since strong force was applied axially, the sheath deformed and the tip broke off. Strong force may be applied in case where the us stopper is forcibly pulled to the proximal end when it is attached, or in case where the us stopper is forcibly removed though it is caught with the sheath. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon.

Event description:
The user facility used the subject device in combination with a bronchovideoscope (bf-p290) to examine the lungs. After several days following the examination, the user facility noticed that the tip of the subject device was deformed, and notified olympus. The user facility conducted a CT scan for the possibility that the tip fell off inside the body, but was unable to locate the missing portion. There is no patient injury reported. The subject device was returned to olympus on (B)(6) 2015 and it was then found that a part of tip was missing.